Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The lcd screen was not fully able to be viewed. The device's lcd screen was replaced to address the issue. The device had evidence of physical damage.